Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 to treat systocele, rectrocele, stress urinary incontinence and vaginal prolapse and mesh was implanted. The patient experienced pain, abdominal pain, vaginal odor, urinary disturbances and recurrent pelvec organ prolapse, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2013-00120, 2210968-2013-00122 and 2210968-2012-05416. The same patient is represented in each medwatch.